Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade (CT) requiring pericardiocentesis and a subxiphoid window. Following ablation, the patient¿s blood pressure began to drop. A pericardial effusion was observed on toe. Ef was measured at about 10, where at the beginning it was 25. Heparin was reversed and the procedure was ended. A pericardiocentesis was performed but no fluid was able to be removed due to a clot or hematoma forming due to reversing heparin. Patient was taken to operating theatre for a sub-xiphoid window. Wattage varied 35-40w during procedure. Force went up to >60g during one ablation. Physician thinks that high force of ablation or transseptal procedure could have been the cause. The patient was reported to have fully recovered. The procedure was delayed due to the reported event and was cancelled. The procedure was not successfully completed. The patient was under general or local anesthesia for a couple of hours. In the physician¿s opinion, the cancelation of the procedure did not contribute to a death or a serious injury to the patient. It is unknown if the patient required extended hospitalization due to a medical condition caused by procedure cancellation. A transseptal puncture was performed. Prior to noting the CT, an ablation was performed. There was no evidence of a steam pop. It is unknown at what phase (i.e., transseptal phase, mapping phase or ablation phase) the event occurred. An irrigated catheter was used and the stsf mode was used for the flow setting. The correct catheter settings were selected on the generator. The pump was not switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on the biosense webster equipment. Force visualization features used were: graph, dashboard, vector, visitag with parameters for stability at: 2mm 3sec, 3g 25%. No additional filters were used. With color option of time was used prospectively.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) was performed for the finished device 30571345l number, and no internal actions related to the complaint was found during the review. Based on the mre, the d 4. Expiration date and h 4. Device manufacture date have been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).